Event description:
In 2009 - I received a call from (clinical mgr.). He said they had a sonicator me940 that left yellow marks on pt - possible burn marks. I instructed him to return the unit to mettler for eval. (He had no box so I sent a box with packaging material to him). On 06/11/2009, 06/15/2009 and 06/23/2009 I spoke to (purchasing) and still no unit received - finally 06/25/2009 unit arrived at mettler. On 06/29/2009 - I spoke to clinical mgr. He informed me that the pt received two (2nd and 3rd degree) burn marks (size unk) - one on the gluteal cheek, below crest of alium and the other on the gluteal fold. The therapist was using a cold pack. Duration, intensity and mode of treatment unk. Although no electrode pads were returned with the unit, clinical manager claims (but could not guarantee) that they were using 2x2 mettler pads. On 07/08/2009 - spoke to someone (who spoke to the clinical manager) - offered customer a replacement unit, but they want the original unit returned as they believe the problem is with the electrodes and not the unit.